Manufacturer narrative:
Initial reporter section: occupation - manager. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The customer provided 4 pictures of the device, there is severe kinking on the catheter by the distal end of the handle. This would have caused difficulty with retraction and polyp removal. The complaint is considered confirmed based solely on the pictures provided. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Instructions for use states: "fully retract and extend snare to confirm smooth operation of device." Instructions for use states: "inspect active cord. Cord must be free of kinks, bends, breaks, and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure, the physician used a cook acusnare polypectomy snare soft. When tightening the snare on the polyp the outer sheath bunches up [kinks] and will not allow to cut the polyp properly. This is occurring only on larger size polyps, not on smaller sized ones. The snares are removed and another snare used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.